Manufacturer narrative:
(B)(4). It was reported the patient¿s fluid was clear. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The day prior to the peritonitis diagnosis, the patient was hospitalized for an infection. Beginning on the day of diagnosis, the patient was treated with meropenem injection 1 gram (route, frequency, and duration not reported) and heparin injection 1000 units each bag for 3 days (route, frequency, and duration not reported) for the peritonitis event. It was not reported if dianeal therapy was ongoing. The patient was recovering from the peritonitis. Additional information was requested but is not available. This is report 2 of 3.

Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter titanium adapter. This report involves the same patient as in (B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. Should additional relevant information become available, a supplemental report will be submitted.